Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high-definition liquid crystal display (lcd) monitor displayed no image, and the display button on the front panel was unresponsive, during inspection of the subject device, before a diagnostic gastroscopy procedure. The procedure was completed with a similar device and there was no delay in the procedure. There were no reports of patient harm or injury associated with the event.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported allegations were confirmed. The no image issue and unresponsive display button were found to be due to a defective printed circuit board (qb board). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is received.